Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device due to anatomical changes in the pt over time.

Event description:
Male pt underwent aaa repair in 2006. Physician placed one main body and two iliac leg grafts. Then in 2007, pt underwent add'l procedure due to an endoleak in the right common iliac. Physician notes state that there was retraction of right iliac limb into sac. Progressive dilation of right common iliac aneurysm. Physician took pt into surgery and embolized the right hypogastric limb. Then another iliac leg graft was advanced with a two stent overlap. The new limb was deployed then dilated but still had 40% stenosis so he used another MFR's 10x20 balloon expandable stent. This took care of the kink and there was no longer an endoleak.